Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. A cause for the reported unstable (dc fastener) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.d9, h3: - device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system the delivery catheter handle was loose even though the black fastener had been tightened. Additionally, during prep, one of the gripper arms did not lower. There was no patient involvement, the cds was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.